Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal battery depletion.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a loss of telemetry. Following threshold testing, the device also exhibited intermittent output. The device was explanted and replaced.